Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 05/26/2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio flex meter had inaccurately high control solution results. The complaint was classified based on additional information obtained by the customer care advocate (cca) during a follow up call with the patient. The patient reported that the alleged inaccuracy occurred at 10:33pm on (B)(6) 2016. At this time the patient obtained control solution readings of ¿422, 448 and 416mg/dl¿ on the subject meter. This falls out with the control solution range of "102-138mg/dl" for this strip lot. The patient manages their diabetes by self-adjusting their insulin dosage and had stated that they had reduced their dosage of insulin, at an unknown time in relation to the alleged product issue. The patient stated that at 6:53pm on (B)(6) 2016 they developed the symptoms of ¿sweating and fatigue¿; symptoms which the patient associated with low blood glucose levels. In response to these symptoms, 1-2 hours later, they self-treated by consuming glucose tablets. At the time of troubleshooting, the cca noted that the correct control solution was being used, the patient¿s testing technique was correct and the control solution had not expired. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claimed to have experienced symptoms which are suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter, test strips and control solution have been returned and evaluated by lifescan product analysis with the following findings: the meter, test strips and control solution passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.